Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. No further patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead had been previously capped and left in situ because it "was not working". At the time of the infection it was removed along with the other product. No further information was able to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: d154atg ICD, date of implant: (B)(6) 2008; actual date of event unknown. Lead was capped "years before the extraction" according to the physician "because it did not work". No further information was provided. If information is provided in the future, a supplemental report will be issued.